Manufacturer narrative:
The review of device history record revealed no deviation. All criteria were met as intended. The device will be investigated once it was returned. A final report will be submitted with the results of the investigation once it is completed.

Event description:
It was a difficult asd. Two attempts were made to deploy the device, required re-sheathing the right atrial disc both times. The third time it was decided to attempt to deploy from the left upper pulmonary vein. Therefore, the device had to be pulled into the sheath again. Unfortunately, as the left atrial disc was pulled into the sheath the delivery cable detached from the device in the sheath. The reported stated that the locking screw was in place correctly and no excessive force was used to pull the device into the sheath. The device was not completely in the sheath; half of the left atrial disc protruded from the sheath. However, the sheath and the device could be removed without any embolisation or problems. The vascular access was lost so that the procedure was stopped. Another procedure is planned to close the defect. The patients' condition is no worse than at the start of the procedure. The complication had no impact on the patients' condition.

Manufacturer narrative:
Investigation figulla flex ii asd implant: the review of the batch record and inspection protocols revealed no deviation. The dimensions of the returned implant were measured, e.g. Ball for connection with the pusher. All dimensions are according to the specification. The implant was tested to verify whether it could be advanced and released smoothly through the loader and the sheath. No deviation or difficulties were identified. The testing of the occluder indicated, that this event was not caused by the implant. For the involved flex-pusher product the legal manufacturer is responsible for vigilance activities.

Event description:
It was a difficult asd. Two attempts were made to deploy the device, required re-sheathing the right atrial disc both times. The third time it was decided to attempt to deploy from the left upper pulmonary vein. Therefore, the device had to be pulled into the sheath again. Unfortunately, as the left atrial disc was pulled into the sheath the delivery cable detached from the device in the sheath. The reported stated that the locking screw was in place correctly and no excessive force was used to pull the device into the sheath. The device was not completely in the sheath; half of the left atrial disc protruded from the sheath. However, the sheath and the device could be removed without any embolisation or problems. The vascular access was lost so that the procedure was stopped. Another procedure is planned to close the defect. The patients' condition is no worse than at the start of the procedure. The complication had no impact on the patients' condition.